Event description:
Litigation alleges pain, inflammation and difficulty ambulating. Litigation also alleges that the patient has endured confirmed metal ion testing, muscle atrophy and an altered immune deficiency.

Manufacturer narrative:
Update rec'd (B)(6) 2013 - pfs and medical records received. Part/lot was provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical report dated (B)(6) 2014, complaint updated with date, reported increasing pain, swelling and multiple episodes of fluid collections. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 06/29/2016 medical records received. After review of the medical records for MDR reportability, the patient's metal ion levels were at non-reportable levels. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update rec'd 11/13/2013 - pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2523828. A search of the complaint database finds additional reported incidents against lot code 2568133 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Plaintiff profile form and implant stickers received. Ppf alleges metal wear/ metallosis and elevated metal ions.

Manufacturer narrative:
(B)(4). Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.